Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the power switch could not be pushed due to a defective power switch. Additionally, the video connector pins are worn out causing insufficient connection, the usb drive connector board is defective, the bottom of the chassis is corroded/rusted and an upgrade to the latest software version is recommended. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the biomedical technician at the user facility that the customer¿s evis exera iii video system center ¿s ¿power switch is broken it cannot be turned off¿ that was found during preparation for use. The product was returned to olympus for service evaluation and identified a power switch malfunction; power switch could not be pushed due to a defective power switch. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/broken power switch could not be identified. However, it¿s likely the cause is related to long-term-use of the device. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.